Event description:
It was reported that there was non-sufficient torque on the universal modular electric/battery double trigger handpiece due to missing/broken screws. No patient harm or delay has been reported.

Manufacturer narrative:
The product was not returned at the date of this report, the investigation is hence not completed. A medwatch report will be submitted when the investigation is completed.